Manufacturer narrative:
The surgeon opines that the needle holder may have wear and tear and they felt tight and stiff, breaking off during suturing.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a laparoscopic procedure on (B)(6) 2014 and a needle holder was used to suture a perforation in the patient¿s uterus. During the procedure, the top jaw at the distal end of the needle holder broke off where it meets the shaft. The part of the jaw that broke off was unable to be found or retrieved from the patient. Additional information has been requested.